Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. The patient had a medical history of abnormal uterine bleeding, bacterial vaginosis, vaginal bleeding, pelvic pain female, menses irregular, parity 3, multigravida, colonoscopy, migraine, asthma and anemia. In 2011, the patient had essure inserted. On (B)(6) 2019, 30 days after the most recent use of essure, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: uterus, cervix, bilateral fallopian tubes with bilateral essure coils, total hysterectomy and bilateral salpingectomy benign secretory phase endometrium and benign endometrial polyp with stromal decidual change, suggestive of exogenous hormone effect. Benign intramural and subserosal leiomyomata. Adenomyosis. Cervix with mild chronic inflammation and superficial mucosal erosion, negative for dysplasia benign unremarkable bilateral fallopian tubes bilateral essure coils submitted for gross diagnosis only gross description: received uterus, cervix, bilateral fallopian tubes with essure coils" (total weight 128.4 grams). The right fallopian tube is fimbriated purple-pink and measures 8.0 cm in length. The tube has not peritubal lesions and a patent lumen. The left tube is fimbriated, purple-pink, measures 6.0 cm in greatest length. This tube is randomly marked with black ink. Sections show no peritubal lesions and a central lumen. Within the container, essure coils are identified grossly. Specimen: uterus - uterus, cervix, bilateral fallopian tubes with essure coils [ultrasound scan] on (B)(6) 2018: uterus 9.3x5cm. Endometrium 15mm. R ovary demonstrates a 1.5x1.0x1.3cm cyst. Radiopaque densities noted within the uterine cavity extending to the left which may represent an iud and correlation is recommended. This appears displaced from the midline uterine cavity to the left. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. The patient had a medical history of abnormal uterine bleeding, bacterial vaginosis, vaginal bleeding, pelvic pain female, menses irregular, parity 3, multigravida, colonoscopy, migraine, asthma and anemia. In 2011, the patient had essure inserted. On (B)(6) 2019, 30 days after the most recent use of essure, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: uterus, cervix, bilateral fallopian tubes with bilateral essure coils, total hysterectomy and bilateral salpingectomy. Benign secretory phase endometrium and benign endometrial polyp with stromal decidual change, suggestive of exogenous hormone effect. Benign intramural and subserosal leiomyomata. Adenomyosis. Cervix with mild chronic inflammation and superficial mucosal erosion, negative for dysplasia. Benign unremarkable bilateral fallopian tubes. Bilateral essure coils submitted for gross diagnosis only. Gross description: received uterus, cervix, bilateral fallopian tubes with essure coils" (total weight 128.4 grams). The right fallopian tube is fimbriated purple-pink and measures 8.0 cm in length. The tube has not peritubal lesions and a patent lumen. The left tube is fimbriated, purple-pink, measures 6.0 cm in greatest length. This tube is randomly marked with black ink. Sections show no peritubal lesions and a central lumen. Within the container, essure coils are identified grossly. Specimen: uterus - uterus, cervix, bilateral fallopian tubes with essure coils [ultrasound scan] on 30-dec-2018: uterus 9.3x5cm. Endometrium 15mm. R ovary demonstrates a 1.5x1.0x1.3cm cyst. Radiopaque densities noted within the uterine cavity extending to the left which may represent an iud and correlation is recommended. This appears displaced from the midline uterine cavity to the left. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.